Manufacturer narrative:
The customer indicated the device was discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported a separation. The tubing set was to be used for delivery of an unspecified volume of a ¿standard IV solution¿. It was reported that during priming of the tubing set prior to pt use, the tubing separated from an unspecified location. The tubing set was replaced. There was no reported delay in critical therapy. Though requested, no additional info was provided.